Event description:
The doctor reported that a non-zimmer biomet implant required removal and while using the implant removal kit the fixture remover screw broke while tightening it to the implant. They were able to complete the procedure by using another technique due to the fixture remover screw fracture. The top portion of the screw was lost and the bottom portion remains in the removed implant.